Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 500 instrument was leaking what appeared to be clenz from the primary needle. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. Medical attention was not sought. There was no impact to sample results reported as a result of this event. (B)(4).

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and observed that pinch valve (pv) 21 wasn't fully responsive. Pv21 opens the path from the needle bellows to the waste chamber. The fse replaced the actuator (pn (B)(4)) for pv21 and adjusted the high pressure from 68 down to 63. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.